Manufacturer narrative:
Concomitant products: product ID 8583, lot # n320669, implanted: (B)(6) 2012, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2013 the patient went in for a pump refill. During the appointment it was noted that the pump was empty; it was indicated that it was six or seven days early. The hcp (health care provider) went to aspirate the remaining drug and nothing came out. The pump had not alarmed previous to the appointment. The patient felt like they had been in withdrawals for about three or four days before that, with the night sweats. The patient was feeling sick. The pump was delivering morphine sulfate. Additional information has been requested, but it was not available as of the date of this report.